Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, missing end cap sticker and minor scratches on lcd window.

Event description:
It was reported the insulin pump alarmed button error. Customer reported she tried to press escape and the device kept beeping. Customer was unable to clear the alarm. Customer's blood glucose was 200mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.